Manufacturer narrative:
Diagnostics testing was performed at philips bench repair and found the device did not produce sound due to a defective speaker. The bench repair technician replaced the speaker device was returned to the customer.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.